Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-2). The test strip lot manufacturer¿s expiration date is 02/28/2022 and open vial date is 06/2021; customer stated that she had just purchased the test strips. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer and produced e-2 error message using true metrix meter. At the time of the call, the customer reported feeling lightheaded and dizzy and stated she was going to contact her doctor. Coordinator had initially spoken with customer and transferred customer's information to technician. When contacted by technician later the same day ((B)(6) 2021), customer stated that she was currently in the ER and was being admitted.

Manufacturer narrative:
Sections with additional information as of 17-aug-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).